Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had buttons are harder to pushed and insulin squirting out during priming. No harm requiring medical intervention was reported. The customer stated that insulin pump had scratched on screen and skinned up and screen difficult to read at time also the back light not as bright as it used to be. The insulin pump takes longer to rewind and sometimes rewind must be requested twice, sometimes gets less than out of new battery. Customer declined to troubleshoot. The device will not be returned for analysis.